Manufacturer narrative:
During a follow-up call on (B)(6) 2016, it was confirmed that the customer spoke to the clinical diabetes educator (cde) and understood the fill estimate calculations. The customer declined to provide any further information and declined any troubleshooting on the reported issue. Recommendation was made for the customer to call back should further assistance be needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer reported having an inaccurate fill estimate. Reportedly, the customer loads a full syringe of insulin into the cartridge and the insulin gauge displays a fill estimate of over 60 units. The customer was unable to perform troubleshooting during the time of the call, and confirmed a follow-up call would be made. There was no reported impact to the customer's blood glucose level.